Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 was not opening and did not allow recovery using the recover storage space option. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the door 2 failed and would not recover. A field service engineer (fse) shut down the tower and opened the latch column. Removed the door 2 latch assembly and inspected the latch, finding excessive carbon buildup on the microswitches. Replaced the latch microswitches, reassembled the latch and latch column, booted into hardware test application (hta), and successfully tested door 2. The tower was then rebooted into the application. The system functioned as intended after the field service engineer repaired the device.